Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized due to hyperglycemia. The blood glucose reading was not reported. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime test. The customer could not perform the high pressure test because she did not have a tubing clamp. The customer was shipping a tubing clamp and advised to call back to perform the high pressure test.